Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Published online 1 june 2017. Prat, s. Et. Al. (2018). This report is for unknown cortex screw(s)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following literature article: prat, s. Et. Al. (2018). Clinical translation of a mesenchymal stromal cell-based therapy developed in a large animal model and two case studies of the treatment of atrophic pseudoarthrosis. Journal of tissue engineering and regenerative medicine, 12(1). This study highlights the treatment of atrophic pseudoarthrosis with mesenchymal stromal cell-based therapy by artificially inducing and treating the pseudoarthrosis in an animal model comprised of sixteen (16) ewes (female sheep), and further demonstrating the efficacy of this treatment in two (2) human patients whose cases have been presented in this article as case studies. The mesenchymal stromal cell-based therapy is called tissue-engineering product (tep) in this study. The ewes selected for the study were all ripollesa-lacona breed and were twenty (20) months old. A critical size segmental tibial defect was induced surgically into all the ewes and they were randomly distributed into three (3) experimentally groups, namely, gold standard, scaffold without cells and cell-loaded scaffold based on the treatments applied to the induced defect in their tibia. Further, after applying the treatments, tibia were stabilized by contralateral fixation using two limited contact dynamic compression plates (lc-dcp) per tibia. An eight-hole lc-dcp (synthes, davos, switzerland) with a total of six (6) cortical screws (synthes) of sizes between 18 and 22 mm in length were used on the medial side. A six-hole lc-dcp (synthes) with a total of four (4) cortical screws, 18 and 22 mm long were used on the lateral side. Plate fixation was reported to have been stable in all animals during the course of the three (3) month follow-up period. Complications in animal model: three (3) of them who were numbered 4, 6 and 7 developed an infection at the defect site, and were hence euthanized. Sheep number 14 was later confirmed to have an infection at the time of harvesting its tibia for further histological analyses. To summarize, four (4) out of the sixteen animals developed an infection at the site where the defect was induced. This report is for unknown cortex screw(s). This is report 3 of 9 for (B)(4).